Event description:
Additional information: it was reported that hemoglobin (hgb) was less than 10 g/dl and on (B)(6) 2018. Transfused with 1 unit of packed red blood cells (prbc) on (B)(6) 2018. 1 unit of prbc on 01jul2018 and 1 unit of prbc 03jul2018 were transfused. On (B)(6) 2018, patient had epitaxis that required surgery and was diagnosed to have major bleeding . Patient had anemia of chronic illness.

Event description:
Additional information: on (B)(6) 2018 the patient was transfused with three units of packed red blood cells for hemoglobin less than 10 g/dl. At that time, there was no overt signs of bleeding but the patient's hemoglobin continued to be below 10 g/dl.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the reported bleeding and (B)(4) cannot be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 12 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient was experiencing persistent bleeding from their oropharynx and nose. An ent was consulted and a nasal endoscopy was performed which confirmed a clot forming in the left nasopharynx. The oropharynx was packed with epinephrine- soaked gauze. The patient was transfused with two units of packed red blood cells, and continues to receive packed red blood cells for oral bleeding. Patient continued to bleed from oral phyrax and received multiple units of packed red blood cells and cryo. No additional information was reported.